Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the exhalation flow sensor, which resolved the reported issue. The unit passed all tests and calibrations, and it observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator tidal volume dropped, and alarmed. The patient was transferred to another ventilator. There was no reported patient injury.